Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo connector were evaluated and ordered for replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.